Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c1 capacitor which also damaged the d1, l1, and l2 components. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c1 capacitor which also damaged the d1, l1, and l2 components. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.